Event description:
It was reported that patient was seen in the emergency department after receiving several shocks. Device interrogation revealed during the ventricular tachycardia events several bursts of atp were delivered and multiple shocks. Device therapy was exhausted and did not successfully revert rhythm. Patient is known to rapidly conducted af. Programming change maybe considered to change rhythm match threshold to prevent therapy for non-sustained ventricular tachycardia. System remains in service. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.